Event description:
It was reported that an asymptomatic patients lead showed noise. External emi is suspected. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
No medwatch form was received.